Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a false button alarm. Reportedly, the button was not held down at the time of the alarm; customer was unsure what triggered the alarm. Tandem technical support educated the customer on the button alarm. The customer's blood glucose level was 237 mg/dl. Reportedly, the customer cleared the alarm and continued using the pump for insulin therapy.